Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. Blood glucose value on (B)(6) 2015 was 350 to 425 mg/dl and the day of the call he was at 423 and 490 mg/dl. During troubleshooting it was found that the cannula was bent. The customer was advised to change the entire infusion set and reservoir and call back when receiving the tubing clamp to complete the high pressure test.